Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the patient on 2019-feb-06. The patient is not getting the remaining 10% of relief and they are upset even though their healthcare professional (hcp) told the patient that they are not going to get 100% relief. The rep was calling to let patient services know that the patient might be calling. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient can no longer feel stimulation in his back or right side. Impedances were all within normal limits. The entire length of the lead was utilized in an attempt to get stimulation where it was needed. Stimulation settings were changed and the patient was placed on a high rate of 130 in an attempt to obtain better coverage in his back and bilateral legs. The patient had a follow up appointment on (B)(6) 2018. The patient was put on ld settings and the top of the lead was utilized to get stim in the right hip area. However, the patient said that stim is getting all the areas surrounding the area needed. The patient had a fall on his right elbow back in (B)(6). The hcp was advised of this and the patient was sent for an x-ray and then will discuss options. Once the patient and hcp decide how they want to move forward, the manufacturer will be notified. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2018-dec-10. It was reported that the results of the x-ray were unknown, the cause of the loss of stim was unknown, and the actions that were/will be taken were also unknown at the time of the report. There were no further complications reported or anticipated.